Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced an insulin delivery occlusion while using the ilet with a contact detach infusion set, accompanied by a sensor reading indicating high blood glucose with a reported value of 400 mg/dl; the alert resolved only after the patient changed the infusion set and related supplies. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for device troubleshooting and education with continued therapy. Investigation included user-led troubleshooting, infusion set replacement, and monitoring of device-delivered correction doses. Investigation of this case revealed an occlusion of the insulin pathway associated with the infusion set that resolved with supply change, consistent with insulin flow obstruction. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion.